Event description:
It was reported that during a colon procedure the device switch button was non-functioning. The site used the foot pedal to complete the case. There was no pt consequence reported.

Event description:
Caller reported blood glucose results of 198 mg/dl and 220 mg/dl on the advantage system, 117 mg/dl on aviva system within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meters and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4)